Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was running very slowly and crashing frequently, displaying the error message "disconnected mode". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section b describe event or problem, device manufacture date, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, device manufacture date, medical device model and section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system had connectivity issues. A field service engineer found refrigerator was not detected on bus, rebooted the refrigerator and verified the refrigerator functionality with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was running very slowly and crashing frequently, displaying the error message "disconnected mode". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.